Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.2 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 417474) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using innovin reagent. At 10:57 am, the meter result was 4.9 inr and within four hours the laboratory result was 3.6 inr. On (B)(6) 2019 at 3:06 pm, the meter result was 6.6 inr and within four hours the laboratory result was 3.4 inr. The therapeutic range was 2.5-3.5 inr. The customer's wife stated the physician made dose changes based on laboratory result since they believe the meter result is inaccurate. The customer has some bruises, but did not require medical treatment for bruising.